Event description:
It was reported that the ilet bionic pancreas became unusable due to an unresponsive touchscreen with a visible crack, preventing meal announcements and normal operation. Symptoms included no adverse clinical effects reported by the user. Outcomes included no medical intervention, no hospitalization, and no alarms or alerts. Investigation included review of the reported device condition and logistics records for the replacement shipment. Investigation of this case revealed physical damage to the display consistent with a cracked or delaminated screen rendering input nonfunctional. It was concluded that the device experienced a hardware failure of the screen component resulting in loss of usability without patient harm.